Manufacturer narrative:
(B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the backup battery fails testing. There wasn't any patient involvement.